Event description:
Event description guidant received information that during a follow-up visit, this right ventricular lead was exhibiting impedance measurements greater than 2500 ohms in both unipolar and bipolar configurations. It was noted that the patient's daily impedance and amplitude measurements have historically have been high. Additionally, it was noted the patient passed out one week prior to this call.